Event description:
It was reported to medtronic minimed that the customer reported that pump was dropped and not able to turn on. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed and found that pump was dropped with no visible pump damage. Pump rattles while reservoir is inside of the pump. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
After multiple new batteries and battery cap failed batt test alarm persisted. Unable to perform displacement test, self test, sleep and active current measurement test due to constant failed batt test alarm. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly including internal and external battery connectors. Continue with swapping of, internal battery, external battery tube , extracting electronic stack into a new testing case, swapping of electronic boards to pinpoint the faulty component. It was determined that pcb2 was at fault. Isolate to pcb2. Unit also received with cracked keypad at select button, stained keypad overlay, pillowing keypad overlay, and scratched case. In conclusion, customer concern was confirmed of constant failed battery alarm. Isolate to pcb2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.